Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h2, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: event 1:unable to extend needle inspection the event caused by an increase in frictional resistance between the outer tube and the needle tube. It can be inferred that tube bending occurred due to physical bending stress applied to the tube during procedures such as insertion into an endoscope, removal from the sterilization package, or during pre-use inspection. Event 2:unable to inject liquid into the target tissue it was likely that the phenomenon ¿unable to inject liquid into the target tissue¿ occurred due to the compressive bucking on the needle tube. The compressive buckling on the needle tube was likely caused when the needle was extended because of the great friction between the outer tube and the needle. The increased friction between the outer tube and the needle was likely caused by the following factors: the needle extended and retracted while the tube was coiled during the inspection of operation. The slider was abruptly pushed. The kink of the tube. The instruction manual contains the following descriptions, and it warns against this event. (Gk6631 rev.11). Straighten out the instrument before inspecting it. The instrument can be damaged if it is coiled while the handle is operated. Operate the slider slowly, otherwise the tube could buckle. Do not coil the insertion portion with a diameter of less than 15 cm. This could damage the insertion portion. When inserting the instrument into the endoscope, retract the needle into the sheath, hold the instrument close to the biopsy valve, and keep it as straight as possible relative to the biopsy valve. Otherwise, the instrument could be damaged. Insert the instrument slowly. Abrupt insertion could damage the endoscope and/or instrument. Stop using the instrument if the insertion portion bends excessively during use. This could result in malfunction, such as failing to extend the needle or inject a fluid. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the single use injector was unable to inject fluid to target tissues. The issue occurred during preparation for use for an unspecified procedure. The therapeutic procedure was completed with another device. There were no reports of patient harm.